Event description:
It was reported that the physicians were seeing "earlier broken systems" in the last five years. The physicians were inquiring if changes were made to the ams700 prothesis. There was no additional information received. Additional information reported that the systems are not working properly after fewer years than before.

Manufacturer narrative:
B3 date of event: unknown, used first date of the aware month.

Manufacturer narrative:
Date of event: unknown, used first date of the aware month.

Event description:
It was reported that the physicians were seeing "earlier broken systems" in the last five years. The physicians were inquiring if changes were made to the ams700 prothesis. There was no additional information received.